Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 700 (mg/dl) and a stroke. Reportedly, the customer believes the pump is not properly working and that this contributed to the reported event. A correction bolus and manual injection were delivered prior to hospitalization. While hospitalized, the customer was treated with manual injections and released (B)(6) 2016.

Manufacturer narrative:
(B)(4)